Event description:
Bd precisionglide needle (16g x 1) sterile needle was noted to have black particles on the syringe tip and shaft when inspecting needle prior to use when it was removed from the over-wrap. It was not used for compounding so no patient was potentially harmed, but this is an instance which could introduce contamination to a compounded sterile product.